Event description:
The sales representative reported that the tip of the product sheered/broke off during surgery. Any broken parts were removed by surgical intervention. The surgeon was able to complete the surgery with another screw driver.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.